Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology has reached out to the physician multiple times to obtain additional information. To date, no response has been received. Therefore, the root cause of the complaint is inconclusive. If updated information is received, a supplemental report will be submitted.

Event description:
Intera oncology received a report from a physician that an intera 3000 hepatic artery infusion pump is flowing too fast.